Event description:
Allergan aesthetics received a report via nbir of a right side capsular contracture, baker grade IV. The device has been explanted and replaced. "Capsulectomy/capsulotomy" was performed during replacement surgery.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade IV.